Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the ithe patient was hospitized because of high bg and infection on her infusion set site and symptoms included feeling sick/unwell. No further information available.